Event description:
It was reported the bronchovideoscope could not recognize the device and the processor was showing error 315. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the malfunction was not reproduced. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.